Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the holes on the plate were broken at the connector. The plate was replaced and there was no injury to the patient.

Manufacturer narrative:
Patient weight updated. If information is provided in the future, a supplemental report will be issued.